Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vessel was inadvertently nicked, resulting in bleeding. Surgeon made a third incision between the neck and chest incision sites, located the source, and achieved hemostasis using cautery and a hemostatic agent. This resolved the issue.